Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the ipg on (B)(6) 2016 and patient is receiving effective stimulation.

Event description:
It was reported the patient is no longer receiving stimulation. The patient lost both external devices and was unable to recharge her scs system since the beginning of (B)(6) 2014. A replacement charging system was unable to resolve the issue .a sjm representative confirmed that the external devices were unable to locate the ipg and the ipg is inoperable. Surgical intervention may be pending to address this issue.